Event description:
It was reported that the subject device had no image. The issue occurred during inspection for an unspecified diagnostic procedure and completed using the same device. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.